Manufacturer narrative:
Upon receipt pump shows no external damage. Internal inspection reveals no signs of blood ingress. Bobbin locking mechanism has dried blood residue on gears. Raceway shows no visible damage. All tubing guides spin freely, occlusion rollers are clean and rotating as expected. No sharp bits found. Tubing loading and endurance tested, no issue found. No problem found on roller pump. Replacing pump under warranty as precaution.

Event description:
During a case, the raceway rupture in the 8inch pump. The rupture resulted in a significant breach of the tubing, causing a major blood spill inside the pump. There were no consequences to patient.